Event description:
It was reported that removing the guidewire from the lead was difficult. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.